Event description:
Since I had breast implants my left side is in pain all the time. I¿ve cope with it for a while. I had a very bad experience with my doctors. I would have rather just let cancer take its course cause I been in pain. The breast plant has left me like a freak. Pain all the time. Have dimples of waves in breast. FDA safety report ID # (B)(4).